Event description:
Metyvac used with vaginal delivery with resultant moderate size subdural hematoma. Amniotic fluid backed up into line which affected pressure readings. As soon as discovered, changed pumps. Pt required transfer pt is fine. Biomed checked the equipment and found no problem with pump. Rptr states re-evaluated and determined reportable event.